Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior lumbar fusion surgical procedure, it was discovered that the attachment device was sticking and it fell apart. According to the reporter, the device was successfully tested during the pre-surgery set-up. It was reported that the issue occurred while in use on the patient or within the sterile field. There were no delays to the surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bushing came out of the housing and the device failed the cutter insertion assessment. It was further observed that the retaining pins were worn out and broken, causing the bushing to come out of the housing. It was further determined that the bearings were worn out and corroded, causing the failed cutter insertion assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.